Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control observed that when the code summary button was pressed, that the device would power off unexpectedly. Physio-control observed that the battery pins in the device's battery wells were loose. Physio-control then tightened the battery pins to specification and completed other, unrelated, repairs. Once the battery pins had been tightened, the reported issue could no longer be duplicated. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Based on the information available, it's reasonable to conclude that the cause of the reported issue was loose battery pins.

Event description:
The customer contacted physio-control to report that while attempting to take a patient's blood pressure reading, their device powered off and on by itself. No further details were provided. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.